Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that went into cardiac arrest right before their battery replacement surgery and the surgery was cancelled. It was noted that the patient has an extremely difficult airway with normal sats in low 90¿s. The patient went into cardiac arrest following severe hypoxia during induction and attempted intubation. One round of CPR with compressions was performed and the patient woke up very responsive and was doing well after the incident. No other relevant information has been received to date.